Manufacturer narrative:
The lot was manufactured 6/24/16-6/28/16. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found in the vial of a vial-mate adapter. This was observed before use. There was no patient involvement. No additional information is available.